Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic suture broken very easily during cataract surgery. The surgery was completed on the same day without any patient impact.

Manufacturer narrative:
One opened suture, in a blister in a pouch was received for the report of suture broke very easily during use. Sample was visually inspected and found to be nonconforming, suture was broken. A dimensional inspection was done for suture diameter, and sample was found to be conforming. Functional testing for suture strength was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all dimensional and functional testing. The returned sample was found to be non-conforming visually with a broken suture; however, the sample was conforming for all functional and dimensional testing associated with the reported event. Therefore, a suture broken as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications functionally and dimensionally. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).